Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6 )2010 and a mesh was implanted into the patient. Reference is made to a mesh, but no clarifying information is provided. It is also reported that the patient experienced pain, erosion of internal tissues, and has undergone additional surgeries and revisionary procedures. No additional information is provided at this time.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
(B)(4). It was reported that the patient underwent a gynecological procedure and mesh was implanted to treat sui, rectocele; concurrent procedures, essure tubal procedure. It was reported that following insertion the patient experienced pain, bleeding, urinary/bowel problems, recurrence, dyspareunia. It was reported that on 8/30/10 the patient underwent tvt sling release and cystoscopy due to urinary retention. (B)(4). In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
It was reported that patient underwent resection of vaginal mesh on (B)(6) 2013 due to vaginal mesh erosion, mixed urinary incontinence, fixed urethra, pelvic pain, dyspareunia. (B)(4).